Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 02/06/2024, it was reported that the patient was feeling really low while her dexcom g6 egv was 110 mg/dl. She then started twitching and shaking and she had a seizure. The patient was transported to the ed by a bystander. In the emergency room, the bg was 40 mg/dl and the egv was still 110 mg/dl. The g6 sensor was then removed and then the nurse administered glucose drip/IV to the patient. No other medications given. She said that she was constantly monitored and discharged after 3 stable readings on the fingerstick. Around 1730 she was then discharged and she said that she drove herself back home. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.